Manufacturer narrative:
(B)(4). Additional attempts to obtain information and the device have been made. A supplemental report will be submitted with new details if they become available.

Event description:
According to the reporter, during a gastric bypass case, 2 needles fell out of the device into the patient during the case and were retrieved. The devices were discarded after the case.